Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (4) loose 3/10cc syringes. Customer states that the needle hub separated when removing the shield and the shields are hard to remove. The returned syringes were examined and 3 out of 4 samples were returned with the hub-needle/shield assembly separated from the barrel. The remaining sample was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 3.21 lbs. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported needle hub separated when removing shield. Stated, shields are hard to remove. Lot: 9324129. Catalog: 3/10ml, 31g, 8mm. Date of event: (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced hub separation from the device during use. The following information was provided by the initial reporter: complaint 1 of 2. Consumer reported needle hub separated when removing shield. Stated, shields are hard to remove. Lot: 9324129. Catalog: 3/10ml, 31g, 8mm. Date of event: (B)(6) 2020.